Event description:
Customer reported an over infusion of dopamine on an alaris system lvp (B) (4). This disposable set received with the lvp was evaluated and found to have a defective back check valve. This finding is considered incidental to the reported over infusion on the lvp since the lvp event log did not reflect any secondary infusion having been performed. This set was sent to the supplier for further analysis. If any new information received, a follow up report will be submitted.

Manufacturer narrative:
(B) (4). (B) (4).